Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05047.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-05047. It was reported the patient stopped receiving pain relief from stimulation after experiencing a fall (event date unknown). In turn, the patient stopped using his scs system. Reprogramming to provide resolution was unsuccessful. X-rays were taken and no anomalies were found. On (B)(6) 2015, the patient's scs system was explanted. During the procedure, the doctor fractured one of the patient's leads upon removal and some of the electrodes detached from the lead. Both of the patient's leads will be reported as fractured due to it being unknown which lead the doctor damaged.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-05047.

Manufacturer narrative:
Results: complaint was not confirmed for ¿ineffective stimulation". As received, the lead was incomplete (cut into two parts paddle and terminal ends). Visual inspection of the lead revealed a compression mark at approximately 26 cm from the stimulation end. Also, the paddle had 4 missing electrodes and wires were yanked (damaged) around the indicator band; consistent with explant damage. Continuity testing and impedance measurements were not performed as the lead was severely damaged. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.